Event description:
Chemotherapy was being administered to patient as a secondary IV (normal saline primary). Patient's family reported to nurse that chemo bag looked very full. Nurse checked that rate was correct and discovered that the roller clamp on the secondary was not completely opened. Clamp was opened and nurse noted slight increase in flow. Patient was under-dosed because of expiration time of chemo. Staff report that pump does not alarm if secondary IV is partially occluded and that pumps draw from primary and secondary simultaneously or just primary even if secondary is selected.